Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the o.r. On (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the ti matrix locking cap. This is 9 of 12 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional codes: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.(B)(4)

Manufacturer narrative:
Upon return of the device it was determined there were four parts with part number 04.632.000, lot number 7235015. This manufacturing evaluation is for four ti matrix locking caps part 1 ¿ was received with the saddle attached with following non-manufacturing nonconformity: saddle displaying flattened/rubbed teeth on one side only. The described nonconformity is post manufacturing. According to the manufacturing evaluation the saddle with flattened/rubbed teeth on one side only would indicate that the body was not perpendicular to rod at time of final tightening as outlined in the technique guide. Raw material cannot be analyzed because of lack of total mass, but was confirmed as correct in the DHR. All relevant dimensions conform; complaint is invalid from a manufacturing perspective. Part 2 ¿ was received with saddle attached with following non-manufacturing nonconformities: saddle has flattened/rubbed teeth on both sides. The sd25 form has visual deformity. The major diameter has nicks and scratches. All described nonconformities are post manufacturing. According to the manufacturing evaluation the saddle with flattened/rubbed teeth on both sides would indicate that the body was not perpendicular to rod at time of final tightening as outlined in the technique guide. Raw material cannot be analyzed because of lack of total mass, but was confirmed as correct in the DHR. All relevant dimensions conform; complaint is invalid from a manufacturing perspective. Part 3 ¿was received with saddle attached with following non-manufacturing nonconformities: saddle attached the sd25 form has visual damage with nicks and scratches on the face. The saddle has normal wear. All described nonconformities are post manufacturing. According to the manufacturing valuation the raw material cannot be analyzed because of lack of total mass, but was confirmed as correct in the DHR. All relevant dimensions conform; complaint is invalid from a manufacturing perspective. Part 4 ¿ was received with saddle attached with following non-manufacturing nonconformities: saddle has flattened/rubbed teeth on one side only. The sd25 form has visual deformation. All described nonconformities are post manufacturing. Saddle with flattened/rubbed teeth on one side only would indicate that the body was not perpendicular to rod at time of final tightening as outlined in the technique guide. Raw material cannot be analyzed because of lack of total mass, but was confirmed as correct in DHR. All relevant dimensions conform; complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
A product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.

Manufacturer narrative:
Additional narrative: review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.